Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy® duodopa pump, infusing levodopa/carbidopa, had not been disconnect until the middle of the night. The patient had complaints of dyskinesia but reported that the symptoms were gone come morning. No adverse effects were reported.

Manufacturer narrative:
The DHR review is not applicable or relevant because no product was returned and thus an investigation could not be performed. If the product is returned smiths medical will reopen the complaint for further investigation.